Event description:
It was reported that during engineering evaluation, it was discovered that the radiolucent drive mark device failed the torque test. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the torque test. The assignable root cause was determined to be most likely due to various worn components and seal deterioration from normal wear out over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review, it was determined that the reported event is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this investigation is complete. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed.